Manufacturer narrative:
The suspected product was returned for analysis. The event history log was reviewed and found the high priority alarm, and it effects the infusion, checked the service history as the product was not serviced during this period. A visual inspection was performed, found date and time are not held/accurate. After troubleshooting procedure pump was working as intended. No further issues found.

Event description:
The pump was reported to have intermittent connectivity issues with the wireless module. Upon investigation, a high-priority alarm indicating "communication module intermittent connection" was observed. There was no patient involvement, and no additional adverse consequences were identified.